Event description:
Reporting status: serious injury/medical intervention, reporting rationale: dissection requiring medical intervention to prevent impairment/damage. Device issue: none. It was reported via the spirit trial that the xience v was deployed in the proximal left anterior descending (lad) and a dissection occurred, which was required treatment with an additional xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection is listed in the IFU as a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, a conclusive root cause for the reported dissection and the relationship to the device, if any, cannot be determined.